Manufacturer narrative:
Follow-up #1: date of submission 06/14/2017 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all cartridge force measurements within required specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) ranging from 300 mg/dl to 509 mg/dl with excessive urination, extreme thirst and small ketones associated with a loss of prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, (cts) it was revealed that the patient was over/under cycling the cartridge and was not storing the cartridge at room temperature causing the loss of prime issue. It was also revealed that the loss of prime occurred 2 or more times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.